Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the manufacturer representative had contacted the patient via phone conversation in order to schedule a device reset. The patient was spoken to on (B)(6) 2020 and scheduled a device reset on (B)(6) 2020. The patient rescheduled to (B)(6) 2020 to do a device reset. The patient either cancelled or did not show. The patient was unable to keep the appointment in order to complete a device reset and did not reschedule. It was unknown when the device replacement or explant date was. The patient once stated they would be replaced with a different companies device. It was unknown if the devices would be returned for analysis.

Manufacturer narrative:
H6: lead codes include: fdd/annex a codes: a0104 fdd/annex a codes: a090407 fdp clinical/annex e codes: e0138 fdp outcome/annex f codes: f1905 fdp outcome/annex f codes: f11 fdp outcome/annex f codes: f15 fdp outcome/annex f codes: f2203 fdc/annex d codes: d14 fdm/annex b codes: b20 fdr/annex c codes: c20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On april 21, 2017, the manufacturer representative (rep) reported there was some difficulty programming the ins, so an x-ray was performed. One of the patient's leads had migrated down to l3 and out of the epidural space. The patient had denied any falls or other movements that could have contributed to the lead migration. The rep reprogrammed using the lead that was still in the epidural space and programmed the other lead to the best of their ability. The patient was having paresthesia in both legs and not in the back where they wanted it because the lead was too low to provide stimulation to their back. It was noted the patient was having a hard time getting weaned off of fentanyl and had recently lost their insurance. The patient was going to have to wait to get new insurance before further reprogramming could be done. The cause of the lead migration was not determined. On (B)(6)2020, the patient reported that since implant, the implanted neurostimulator (ins) had been dead and had failed/not worked, and they never could get it to work even after having a manufacturer representative (rep) check the device. Since (B)(6)2020, they were trying to get an MRI however, they could not get theins into MRI safe mode because the ins was "too dead". The patient was told they would have to put the ins into MRI mode before having an MRI. The patient explained that they had cancelled their appointments and hadn't rescheduled to meet with the rep to evaluate the ins and to attempt recharging because they didn't want to go to the pain doctor's office, and they couldn't schedule an appointment at other locations due to covid-19 restrictions. Also, the patient had been told to throw away their external equipment because the ins was dead as a result of them not charging the ins. Additionally, their ins had star ted moving around (B)(6) 2019, and they were able to grab the ins and "pull it out" because it was right under their skin. The cause of the ins moving was unknown as of (B)(6) 2020. On (B)(6)2020, the patient reported that their neurosurgeon was planning on replacing their system due to the lead floating around in their body, the ins having gone dead within a week of implant and the ins moving around. They stated the surgery wasn't scheduled yet but the neurosurgeon was for sure going to replace the system and move the ins.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that one of the patient¿s leads had migrated down to l3 and out of the epidural space. The patient denied any falls or untoward movements. An x-ray was performed as there was some difficulty programming the ins. It was reported that the patient was having a hard time weaning themself off of fentanyl and had recently lost their insurance. The manufacturer representative programmed off the lead that had left the epidural space and programmed the other lead as best as they could. The patient was having parasthesia in their legs bilaterally and not in the back as they wished. The patient would have to wait until they get insurance to have their device reprogrammed. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-17. The rep stated that the cause of the lead migration was not determined. The patient still has parasthesia in their legs because the lead is too low for their back. The information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.